Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The 90% stenosed lesion was located in the moderately calcified right coronary artery (rca). The lesion was pre-dialted with a 20mm balloon. The physician attempted to palce a taxuse xpress2 4.0x32mm drug eluting stent, but had difficulty crossing. The physician withdrew the taxus stent and completed with another device. No pt injuries or complications were reported. However, the returned product confirmed that there was stent damage.